Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by loss of lock. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.